Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as no freeze was observed when interrogating a reference device. - therefore, no anomaly is suspected on the returned tablet.

Event description:
Reportedly, the programmer screen frequently freezes.

Event description:
Reportedly, the programmer screen frequently freezes.